Event description:
It was reported that during reprocessing while cleaning the scope gif-xp290n using the cleaning brush bw-20t, the tip of the bw-20t separated and remained in the suction conduit of the gif-xp290n and the tip could not be removed. There was no patient harm, no user injury reported due to the event. This report is related to a report with patient identifier (B)(6) (scope gif-xp290n).

Manufacturer narrative:
The subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During the evaluation, the device was visibly checked and the end was broken down. The broken part was observed with a microscope and found the beach mark clearly started from the point of origin. The device was damaged by metal fatigue. A review of the device history record could not be performed because the lot number was not provided as the device was not returned in the original packaging. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 2 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to extra force that may have been applied several times and the end came off. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU states as follows: ¿the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus.¿ olympus will continue to monitor the field performance of this device.